Event description:
It was reported that patient presented for scheduled implant procedure. During procedure, it was noted that the pacing impedance of newly placed right atrial (ra) lead was low and out of range. The ra lead was not used, and the procedure was completed using an alternate lead on (B)(6) 2025. The patient was in stable condition.

Manufacturer narrative:
The reported event of low pacing impedance was not confirmed. As received, a complete lead with stylet inserted was returned in one piece. Final analysis did not find any anomalies.